Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker reached end of life (eol) 3 months after indicating device still has a year remaining. Output was set to 3.4 volts(v) at 1 millisecond(ms) which was higher than previous readings. Moreover, magnet rate (mr) was at 90 during last check. Boston scientific technical services (ts) discussed that mr would be a reliable indicator for battery status and analysis would needed to understand cause. This pacemaker was explanted. No additional adverse patient effects were reported.